Event description:
The customer reported that the paramedics were called due to low blood glucose levels. The blood glucose reading was not known. The customer stated that she was experiencing high blood glucose levels prior to the event. The customer stated that she was not taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.